Event description:
It was reported that the patient experienced a pericardial effusion (pe), a thrombosis and hypotension. During a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. Heparin was administered prior to transeptal. The physician advanced the versacross wire up to the superior vena cava (svc), pulled the wire back into the sheath and performed a drop down. The physician noted on intracardiac echocardiography (ice) a slightly anterior location. During transeptal, the physician had difficulties advancing the versacross wire the first time and believed he lost transeptal. There was resistance when advancing the versacross wire with the first transeptal puncture the physician rewired the svc and proceeded to do a drop down again successfully crossing the second time. Due to the difficulties with transeptal, the physician checked the pericardial space to ensure there were no issues. At this point, an effusion was noted that was less than one centimeter but was greater than at baseline located at the basal aspect of the left ventricular (lv). The patient was already heparinized at this point and had an activated clotting time (act) of 390. The physician held any more heparin and monitored the effusion for the next twenty minutes while the anesthesiologist put in an arterial line to monitor pressure. There was a marginal reduction in blood pressure that anesthesiology treated with phenylephrine. The effusion did not grow in size and the patients pressure were normal. At this point the physician decided to proceed with the procedure. All four veins were successfully isolated. While performing ablation on the right sided veins, the physician had the ice catheter on the left side of the heart and saw what appeared to be a thrombus formed on a portion of the aorta. The physician believes that this may have been from the initial puncture that was too anterior but did not dilate. The patient was fully recovered but was admitted overnight for observation and a computed tomography (CT) to be performed the next day. The patient has been later discharged. The device is not expected to be returned for analysis (retained and disposed). The tenting was difficult to visualize as the ice kept moving out of plane during tenting, so it was difficult to assess at the time of puncture. There was no reason the physician stated why the wire was difficult to advance - believed it was anatomy related and not product related. The act was above 320 and climbing prior to transeptal. The physician believes it was an improper transeptal location that led to the complication and not the device. No further interventions were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.